Event description:
A report was received that a pt underwent a revision procedure, because the ipg was migrating towards the surface of the skin. No protrusion was present, but the ipg was nearly visible under the skin and was causing discomfort. During the procedure, the physician repositioned the pocket. The pt is reportedly doing well following the revision procedure.